Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. The pump supplies were changed twice resolving the occlusion alarms. Reportedly, u-500 insulin is used in the cartridge. Tandem technical support informed the customer that u-500 insulin is contraindicated for use with the pump. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.